Manufacturer narrative:
The received device had the cannula assembly deployed with the pink slide insert visible in the viewing window. No issues were found that would cause a needle mechanism failure. The exposed portion of the soft cannula was found bent and stretched, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula was visible after pod removal; indicating the needle mechanism did not function as intended. The patient's blood glucose rose to 401 mg/dl while wearing the pod on the patient's arm for between 36 and 48 hours. As treatment, a correction of 15 units was delivered and a new pod was applied.